Event description:
The customer reported that the rotator broke during injection while connected to a catheter hub. No harm or injury was reported. The customer reported 3 defective devices but did not provide any further info or clinical details for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: two used suspect devices were returned for eval. The customer did not specify if this was the initial use of these devices. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions.